Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit has a low vacuum alarm. There were no injuries or death reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 90110), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) symptoms of damage: alarm low vacuum inspection: vacuum pump and pressure normal, safety disk normal. The cause may be from a broken vacuum valve inside the machine. This issue has been resolved by changing the manifold drive, and the machine is ready to use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected data: h6 (impact code). Updated data: e1 (initial reporter and phone#).

Event description:
It was reported that during weekly check, the cs100 intra-aortic balloon pump (iabp) unit has a low vacuum alarm. There were no patient involved.